Event description:
A health professional reported receiving a high reading of 80 mg/dl on their blood glucose monitor. The laboratory reference reading of 20 mg/dl was received within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Meter serial number (B)(4) was returned with test strip lot 4500161094. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A similar reading to the one reported was found in meter's memory.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown. (B)(4). All pertinent information available to abbott diabetes care has been submitted.